Event description:
It was reported that during an unknown procedure, the device broke into two pieces. No additional information is available at this time. There has been no indication of adverse consequence to the patient. It is unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Did any pieces of the trocar fall into the patient? No. If yes, were they retrieved and what was done to retrieve the pieces? Na. At what point during the procedure did the device break into two pieces? Just after placing trocar. What was the condition of the patient following surgery 'stable, discharged, critical' please explain. No complications as a result of incident were reported by customer. The analysis results found that the device was received with one suture tie post broken. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. One possible cause for the damage on the suture tie post may be excessive force applied after device is sutured down. The final quality release criteria was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4).